Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implant of a pacing lead was unsuccessful because the lead would not fixate. The lead was removed. No patient complications have been reported as a result of this event.